Event description:
In 2007, abbott point of care was contacted by a customer who reported that a pt was brought to the emergency dept with a complaint of hypoglycemia. On route to the hosp, emergency technicians tested the pt's blood using a glucose meter of unk type and obtained a result of 140 mg/dl. The pt was administered 1 amp of d50. Upon arrival at the facility, the pt's blood was tested using an I-stat glucose cartridge and the result was <20 mg/dl. The physician did not believe this result and ordered the administration of another amp of d50. The pt was tested 2hrs later and the result from the I-stat glucose cartridge was 27 mg/dl. The same sample was then sent to the lab and a result of 139 mg/dl was produced. As per the complainant, neither pt mgmt nor pt outcome was impacted by the blood glucose results generated on the I-stat system.